Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient was experiencing ineffective therapy due to lead migration, of l4 lead which was confirmed via x-ray. As such, surgical intervention took place wherein the l4 lead was explanted and replaced with a new lead. Reportedly effective therapy was restored.